Event description:
It was reported that the customer received a button error alarm. Customer's blood glucose level at the time 278mg/dl. Advised insulin pump would be replaced. No additional information was provided.

Manufacturer narrative:
Insulin pump received with intermittent button response due to corroded keypad traces. No button error alarm. Insulin pump received with cracked case at display window corner, cracked reservoir tube lip, minor scratches on lcd window, cracked reservoir tube and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.